Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s in-law that the patient was admitted to the hospital and that their physician committed that the implantable cardioverter defibrillator (ICD) was "not adequate for his heart." It was also noted by the physician that "it was skipping and his heart-rate was 30 bpm." The ICD remains in use. No further patient complications have been reported as a result of this event.